Manufacturer narrative:
(B)(4). Method: the complaint infant warmer head case was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on photographs of the damaged warmer head case and our knowledge of the product. Results: visual inspection of the photographs revealed plastic shell flaking and chipping around the screw hole of the warmer head case. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: - caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. - caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A hospital (B)(6) reported that an iw934 cosycot infant warmer had a cracked warmer head case. This was found before patient use.